Event description:
It was reported that a patient underwent a total hip arthroplasty procedure on (b)(5) 2013 and a drain was placed under the fascia. The drain was connected to a reservoir and functioned properly upon activation. The drain was removed from the patient on an unknown date. After removal the surgeon found effusion or extravasate coming out from the wound. The patient was diagnosed as infected with mrsa. On (B)(6) 2013, the patient underwent a reoperation and the site was washed out. Then the patient recovered. The surgeon opines the infection may not be caused by the drain because there was no hematoma found in the site during the reoperation. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.